Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
Report received of a faulty graphic user interface. The ventilator was not on a patient at the time of the event.